Event description:
A phone conversation was held with the director of surgery regarding this event. He confirmed that the device could not be removed from the pulmonary artery in a typical manner. The surgeon decided to remove the device by cutting the retaining pin with wire cutters. In the process of cutting the retaining pin, a portion of the device contacted the vena cava, which subsequently tore. The pt was transfused with one unit of red blood cells. No other pt consequences resulted from this event. The pt returned to the or two days post-operatively for an unrelated procedure.

Event description:
It was reported when the device was used in an aorta-femoral bypass, the device would not open after it was fired. The surgeon removed the device with a wire cutter. Consequently the vena cava was torn. The patient lost 400 cc of blood.